Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The product met specifications at the time of release. The system was tested and found to meet product specifications. Therefore, the root cause of the reported event can be attributed to the power loss from being unplugged.

Manufacturer narrative:
A service visit was performed. The investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that a patient experienced loss of eye pressure during surgery. The procedure was completed successfully with no delay. Additional information has been requested.